Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and large ketone levels. The blood glucose reading was 630 mg/dl, which the customer treated with a bolus of 1.2 units of insulin and 5.0 units via manual injection, which dropped to 305 mg/dl. The customer complained of nausea. Upon troubleshooting, it was found that insulin did exit the tubing during manual prime. No leak was found. The insulin pump passed the high pressure test. Advised the customer that the device was working as designed. Nothing further reported.